Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called stating she had a right knee replacement done on (B)(6) 2015 and reported that she has been feeling pain for a few months. Patient reported that her surgeon suggested a revision surgery after MRI confirmed loosening or tibia and femoral components. She also would like to know if her implants are part of a recall. Patient is not yet scheduled for a revision surgery.